Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to olympus for a physical evaluation. Therefore, based on the results of the investigation, the root cause of the reported adverse event could not be established. This supplemental report includes a correction to d2a and d8 from the initial medwatch. Also, an update has been made to d9. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the during a transurethral resection of bladder tumor surgery, the loop of the subject device came off into the bladder and was retrieved with forceps. The procedure was completed with a similar device with a 10-minute delay. The device was inspected prior to use, and it was noted to be intact. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.